Manufacturer narrative:
(Patient codes (ime/annex e)): this code has been updated. The customer stated that the leak was believed to be at the connection of the tubing and connector, but the exact location was not fully known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a custom tubing pack, the customer reported that they observed a small leak/spray at the str connector. The leak was believed to be at the connection of the tubing and connector but was not fully known. The small leak occurred at the end of the case. There was no damage noticed to packaging or custom pack itself during the set up. Blood loss was expressed as small. The customer stated that an unplanned blood transfusion was not required because of the blood loss from the leak. The same leak appeared in multiple packs. The device was used to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.